Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient was in cardiac arrest and the console generated an autofill failure alarm. The customer confirmed that the helium connections were secure, the safety disk was screwed in tightly, and the iab fill port luer lock connection was secure. The helium tank was not empty and was open, but the pump would not autofill. The physician decided to remove the iab and replace it with a new one. The second iab was inserted successfully, but the console generated an autofill failure alarm once again. All connections were again confirmed secure. The helium tank was not empty and was open, but the pump still would not autofill. The customer was instructed to attempt a manual fill with 40cc air using a 50cc syringe and 3-way stopcock. The customer performed the manual fill without any issues and no resistance was reported. However, after the successful manual fill, the pump again generated an autofill failure alarm. The physician decided to have the patient transported to a different facility with the second iab still inserted, not connected to a pump. This report is for the second iab. A separate report has been submitted for the first iab mfg report number 2248146-2022-00290.

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
Additional information - manufacture date , lot #, exp. Date . Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).